Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample was not received for evaluation. One electronic photo was provided and reviewed. The photo shows the partial view of one navarre catheter. Threads were noted to be protruding from catheter tip end however the only partial view is visible. No other anomalies were noted. For other two devices no photos were provided. Therefore, the investigation is inconclusive for the reported thread break and separation for all three devices as provided photo does not clear enough to confirm the issue for one device and no objective evidence was provided for other two devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided ascites percutaneous drainage procedures using the navarre drainage catheter for an unknown medical condition. Post procedure, it was reported that the sure-lok tm thread was allegedly found digression. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided ascites percutaneous drainage procedures using the navarre drainage catheter. Post procedure, the sure-lok tm thread was allegedly found digression. The procedure was completed using another device. There was no reported patient injury.